Manufacturer narrative:
The baxter technician found the emergency stop button was loose, the technician tightened the emergency stop button to resolve. Multirall¿ 200 overhead lift is a general-purpose lift with the intended use in: health care, intensive care and rehabilitation. Multirall 200 overhead lift is easy to move between facilities and useful for room-to-room transitions. Multirall¿ 200 overhead lift can be mounted to the rail carriage in two different ways, mounted with the lift strap under the lift unit or mounted with the lift strap above the lift unit. Intended for use in all common lift and transfer situations, for example, between bed/wheelchair, to/ from floor, toilet visits, gait training, and for horizontal lifts with stretchers. A report of an emergency function not working in an operative lift is likely to cause or contribute to a death or serious injury.

Event description:
A other health care professional contacted technical service to report that multirall 200 had an issue and needed repair. During inspection, the baxter technician found the emergency stop button was faulty. There was no patient/user injury, medical intervention, symptom, or adverse event reported.